Manufacturer narrative:
Follow-up #1: date of submission 02/08/2017 device evaluation: the device has been returned and evaluated by product analysis on 01/18/2017 with the following findings: a review of the black box showed power on reset events. The pump was returned with moisture in the battery compartment and on the battery cap. The battery cap was able to fit to maintain an electrical connection. The battery cap was tightened and then unscrewed a half turn leading the pump to reboot and the power complaint was duplicated. The rewind, load, and prime steps were performed successfully. The pump was exercised for 24 hours and no loss of power events occurred. A leak test was performed and failed due to a crack in the battery compartment at the threads to the left side of the grip pad down to the seal. The pump was opened to find no moisture. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a power (moisture ingress) issue. It was reported that there was moisture in the battery compartment and intermittent power in the pump. The alleged issue could not be resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.